Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received power error detected alarm for multiple times. The customer's blood glucose was 9.1 mmol/l at the time of incident. The device is not expected to be returned for analysis.

Manufacturer narrative:
Insulin pump passed active current measurement and displacement test. However, device had high sleep current due to power error because of connector resistance issue. Power supply test failed during self-test alarmed during self test due to moisture damage found on the connector.